Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that on (B)(6) 2014 at night, the sensor was reading low and the insulin pump went into threshold suspend but her blood glucose was between 150 and 160 mg/dl. She removed the sensor and it was bent. She also reported that on (B)(6) 2015 another sensor was reading much higher than what it really was at 330 mg/dl and blood glucose value was 270 to 280 mg/dl. Nothing further reported.